Event description:
At the beginning of surgical procedure, magseed probe was inserted into probe cover on the field. Probe cover was noted to be ripped. Probe cover removed and discarded. No harm as this was noted prior to use on patient.